Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet could not charge, with the indicator light continuously blinking on the charger despite repositioning, and the pump ultimately powered off; the issue concerned the battery charger component and was categorized as a charging problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy, and the user transitioned to backup therapy without emergency care or hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.